Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 294 mg/dl. Customer stated that screen was on and red light was flashing. Customer was assisted with troubleshooting and advised to restart the insulin pump. However, after troubleshooting screen was turned off. Customer also stated that buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen. Problem isolated to electronic assembly.